Event description:
"Prepped manifold-attached to extension tubing and catheter, drew back with control syringe-air entrained at connection between manifold and extension tubing. Removed extension tubing and attached manifold direct to catheter- air still entrained. Opened new kit- connecting manifold direct to catheter- no problem and proceeded with case." There was no patient injury or injection of air. A sample is being returned.